Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 30966116l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced "cardiac block" (heart block) treated with surgical intervention of pacemaker implantation and requiring extended hospitalization. The ablation procedure was performed due patient had undergone ventricular septal defect (vsd) surgery. The block was discovered postoperatively during follow up and noted as "atrial rhythm did not continue, became intermittent." Physician's judgement is "non-serious" and the pacemaker was implanted per the physician's discretion. Physician's opinion is the cause of the adverse event is the patient's condition. The patient originally had an ectopic rhythm because the patient had undergone vsd surgery. Patient's outcome is improved. No abnormalities were observed prior or during use of the product.